Event description:
During a supraventricular tachycardia procedure, there was no contact force from the tactiflex catheter. The catheters and cables were exchanged and multiple reboots were done. Additionally, the fiber port was cleaned with no resolution and the case was cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, enclosure, and label were free of physical damage. When power was applied, the tactisys completed post (power-on-self-test) and communication was established. A known-good catheter was connected, and contact force was observed. Fiso diagnostic revealed all three channels were functional. The tactisys was left on for an extended period with no anomalies observed. Inspection of the logs revealed a ¿no force information available¿ message on the reported event date. The catheter logs also show that there was no force available however the root cause could not be conclusively determined as the returned tactisys was functioning as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the tactisys functioned as expected throughout the investigation.